Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient became obtunded and was found to have a hemorrhagic cerebrovascular accident (cva) with mass effect. An emergent craniotomy and evacuation of hematoma from the posterior fossa was performed, and the patient was taken off anticoagulants and aspirin. An echocardiogram of the vad was performed and it was noted that the patient¿s aortic valve did not open. The patient was given vasodilators, an ace inhibitor, and diuretics for heart failure therapy. It was also reported that the neuro exam results showed that the patient¿s pupils were fixed, no motor response to pain, no cough, and corneal reflexes consistent with brain death. Life support was withdrawn and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description, relevant history and the annex e, f and g codes have been updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a major pulmonary infection bal candida tropicalis. There was a bilateral pleural effusions overall small decreased on the right and slightly increased on the left. Associated left lower long opacity may reflect a atelectatic changes although infections. The patient was treated with intravenous (IV) antibiotics.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies within the analyzed period. Information provided by the site indicated that the patient became obtunded and was found to have a hemorrhagic cerebrovascular accident (cva) with mass effect. An emergent craniotomy and evacuation of hematoma from the posterior fossa was performed, and the patient was taken off anticoagulants and aspirin. An echocardiogram of the vad was performed and it was noted that the patient¿s aortic valve did not open. The patient was given vasodilators, an ace inhibitor, and diuretics for heart failure therapy. Of note, the neuro exam results showed that the patient¿s pupils were fixed, no motor response to pain, no cough, and corneal reflexes consistent with brain death. Life support was withdrawn and the patient subsequently expired. Additional information from the site indicated that the patient experienced extra-axial and intraparenchymal hemorrhage (iph) in the left inferior aspect of the cerebellum and the left parietal. A sub occipital craniotomy, intradural exploration, and evacuation of subdural hematoma was performed. In addition, the patient had obstructive hydrocephalus and impending herniation post procedure. It was also reported that the cause of death was due to an iph. Additional information from the site indicated that the patient had a major pulmonary infection bal candida tropicalis. There was a bilateral pleural effusions overall small decreased on the right and slightly increased on the left. Associated left lower long opacity may reflect a atelectatic changes although infections. The patient was treated with intravenous (IV) antibiotics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, pleural effusion, neurological dysfunction, major infection, aortic insufficiency, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced extra-axial and intraparenchymal hemorrhage (iph) in the left inferior aspect of the cerebellum and the left parietal. A sub occipital craniotomy, intradural exploration, and evacuation of subdural hematoma was performed. In addition, the patient had obstructive hydrocephalus and impending herniation post procedure. It was also reported that the cause of death was due to an iph.

Manufacturer narrative:
A supplemental report is being submitted for additional information and investigation completion. Additional information was received regarding patient demographic, medical history, and patient complications. This information was received from the hvad destination therapy post approval study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.